Event description:
It was reported that during an ukr procedure, the inside of the pin driver came out. The equipment was swapped to continue with the procedure without delays. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. We were able to confirm if there was a relationship established between the reported event and the device. Visual and functional evaluation found that the pin driver failed to turn/rotate the bone pin because the inner driver is no longer attached to the pin driver. The malfunction was caused by mechanical component failure. A corrective action has been requested regarding this issue.